Event description:
Report received of an infiltration while the device was in use. The pump was programmed to deliver an unspecified concentration of potassium at the rate of 8 ml/hr during the eleven to seven shift. The pt's IV site was located on their foot. Per the facility "standard practice", the site was wrapped and splinted. At an unspecified time during the eight hour night shift nurse noted that the IV had infiltrated. There was no reported pump alarm. The pt was treated with silvadene dressing changes to their foot for third degree burns. The customer reported that the pt has full range of motion, no infection noted, and does not believe that the pt will require surgical intervention. Though requested, no further info was received.